Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified and moderately tortuous distal right coronary artery (rca). Upon attempting to dilate the lesion, the quantum maverick 8mm x 2.75mm balloon catheter ruptured at 20atms, on the first inflation. An unknown balloon catheter was used prior to this balloon catheter and it also ruptured. The procedure was completed successfully with a different device. There were no pt injuries or complications. The patient's status was reported as "good".